Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The inside of the hemostatic valve collapsed when the ablator was inserted into the sheath. The valve completely broke apart inside the sheath itself. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received on the event. The rubber gasket got pushed into the plastic clear valve. The hemostasis valve (gasket) did not break into two or more separate pieces, just detached inside. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. The bwi product analysis lab received the device for evaluation on 15-sep-2021. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate this failure mode. The device history record (DHR) for the lot number 00001717 has been received and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The inside of the hemostatic valve collapsed when the ablator was inserted into the sheath. The valve completely broke apart inside the sheath itself. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received on the event. The rubber gasket got pushed into the plastic clear valve. The hemostasis valve (gasket) did not break into two or more separate pieces, just detached inside. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.